Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The patient reported that the alleged power issue began on the evening of (B)(6) 2010. The patient is on an insulin pump. As a result of the alleged issue, the patient confirmed he was unable to test his blood glucose. That evening, prior to bedtime, the patient claimed he bolused 5.8 units of novolog insulin (since he was unable to confirm his blood glucose). At 4:30am the following morning, the patient reported that he woke up sweating profusely, shaking, his vision was blurred, was thirsty and his mouth felt dry; symptoms he associated with a low glucose. In response to the symptoms, the patient claimed he immediately drank orange juice and felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The alleged power issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
Battery malfunctioned. Found that ac power cord was broken & battery low. Replaced ac power adaptor & charged battery for 24 hours. Pump returned to service.

Manufacturer narrative:
The 510k # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have broken part. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.